Event description:
--

Manufacturer narrative:
Most recently, pace impedances had risen greater than 3,000 ohms as well as there had been a noted increase in thresholds. To mitigate this issue, an additional right ventricular (rv) lead was added to the patient's device system. This chronic rv lead remains actively in service as well. The investigation is now considered closed. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) lead exhibited a gradual, steady rise in pacing impedance measurements from 600 ohms to 2100 ohms. Sensing remains stable, no noise has been observed, and pacing thresholds have risen slightly but remain acceptable. No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
The boston scientific technical services department recommended attempting isometrics and pocket manipulation, in an attempt to elicit noise and impedance changes. At this time, it is unknown if any troubleshooting has been performed. A request has been made to the field for additional information. This event will be updated if any additional information is received. Additional information indicates that the rv pacing impedance measurements have now increased to as high as 2605 ohms. A slight increase in pacing thresholds has occurred, but all other diagnostic lead measurements remains normal and no noise has been observed. The physician plans to monitor the system at this time. This event will be updated if any additional information becomes available.